Manufacturer narrative:
(B)(4).

Event description:
During retrospective repeat testing, customer reported four incidents of false negative dat results on cord blood samples tested on ortho provue s/n (B)(4), that were later identified to be positive by the manual gel method. This retrospective testing was being performed due to a negative dat result on a cord blood tested on (B)(6) 2018, provue s/n (B)(4), and reported to a clinician. Because the newborn had shown signs of jaundice, the physician requested that the dat be repeated. The sample was then retested on a different provue and in manual gel. Weak-1+ reactivity was noted. Due to the discrepant result obtained in may, the customer reviewed the results of 239 cord blood samples in which the baby was either group a or group b and the mother was group o. Repeat retrospective testing was then performed in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(4) 2018, reacted 1+ in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(6) 2018, reacted 1+ in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(6) 2018, reacted 1+ in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(6) 2018, reacted 1+ in manual gel. Report 2 of 4.